Event description:
Reporter noted aspiration was too strong during phaco. Chamber appeared as if it could collapse. Removed handpiece from eye. Changed handpiece, cassette and unit to complete case. No injury occurred.